Manufacturer narrative:
The investigation of the complaint has been completed. Our field service engineer (fse) confirmed the reported alarms in the device logs but, could not reproduce the problems during simulated-use testing of ventilation on site. The control printed-circuit (pc) board, that handles the breathing functionality, was replaced as a precaution. No parts were returned for further investigation. Evaluation of the received device logs confirmed the reported issue with low exhaled minute volume. Several alarms for low expiratory minute volume and high respiratory rate were raised. High priority alarms for apnea, paw high, and check tubing were also observed while other alarms indicated leaking/leakage. Several alarms indicating gas supply issues were raised that may be part of the explanation for the reported alarms. No technical errors and no failed pre-use checks tests were found in the device logs prior to, or after the event. Performed operator/user actions showed that the ventilator was under surveillance during the reported event. Our conclusion in the matter is, that the reported issue could be confirmed from the received device logs but, the root cause could not be determined from this investigation due to the lack of returned goods.

Event description:
This report is duplicate of already receive MDR with the manufacturer report # : 8010042-2015-00290. The record is being created as requested per the FDA correspondence that requires a supplemental report be filed electronically. It was reported that the ventilator alarmed for low expiratory minute volume while it was connected to a patient. There was no patient harm reported. (B)(4).